Event description:
It was initially reported that the device failed the user test during routine testing. There was no patient use associated with the reported failure. Upon further evaluation by physio-control, it was observed that the device failed to detect a connection to a therapy cable.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio recommended replacement of the therapy pcb assembly; however, since the customer chose to decline the repair due to the costs associated and age of the device, physio was unable to verify if a replacement therapy pcb would resolve the reported issue. The cause of the reported failure could not be determined.

Manufacturer narrative:
The customer forwarded the device to physio-control for proper disposal. The device has been removed from service. Physio-control further evaluated the device at the failure analysis center and determined the cause for the malfunction to be failure of a crystal, designator y1, on the therapy pcb assembly.